Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that following the implant procedure approximately four months ago, the patient had a hematoma drained at the implant site without any complications. Subsequently, loss of sensing and capture was noted on the right ventricular (rv) lead. It was confirmed that the rv lead had dislodged. Additionally, the device had episodes of ventricular tachycardia (vt) and ventricular fibrillation (vf) as a result of noise from the lead dislodgement which caused inappropriate anti-tachycardia pacing (atp) and shock. As a result, the rv lead was successfully repositioned. No adverse patient effects were reported.